Event description:
Healthcare provider (hcp) had not performed a bridge bolus during a pump refill on (B)(6) 2012 at 12:30; the pump was filled with new drug but not programmed with the new concentrations. Per calculations, a bridge bolus should have been run over 37h and 3min. Hcp was to have the patient come back on (B)(6) 2012 at 13:00 to correct the programming. The next day, programmed the prime volume over 12h 21m based on time being delayed. Drugs delivered via the device were hydromorphone, clonidine and bupivacaine.

Event description:
Additional information received later indicated the cause of event to be programming; per healthcare provider (hcp) the concentration was not changed during refill. It was lowered and no bridge bolus was done; the pump was reprogrammed, remaining bridge programmed and correct concentrations were programmed. Patient sustained no injury and had no symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model/serial# unknown; catheter model: 8703w, lot# l60552, implanted: (B)(6)1999, explanted: unk. (B)(4).